Event description:
During a procedure, four spin screws had broken under the head during insertion into the bone. There were two screws having the same product code 112013 and same lot number # eogm. This MDR is linked to MDR# 9615741-2006-00008 and MDR# 9615741-2006-00007.